Event description:
It was reported that during preparation of an angioplasty procedure, the pta balloon allegedly wouldn't come out of the tubing, and it got snapped on the black portion. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during preparation of an angioplasty procedure, the pta balloon allegedly would not come out of the tubing, and it allegedly got snapped on the black portion. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter loaded onto protective tubing was received for evaluation. During visual analysis, detachment could be observed to the inflation lumen and the detached inflation lumen part was not returned. No other anomalies were noted on the device. On functional testing, balloon catheter was removed from the protective tube with slight resistance could be observed. No further testing was performed. However, the balloon catheter inflation lumen detachment could be observed in the visual analysis. Further, while removing the balloon catheter from the tube slight resistance could be observed. Therefore, the investigation was confirmed for the reported difficulty in removing the balloon protector from the balloon, identified detachment issues and unconfirmed for the reported break issue. A definitive root cause for the reported difficulty in removing the balloon protector from the balloon, break and identified inflation lumen detachment issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2026), g3, h6 (device). H11: d1, d4, h6 (method, result, conclusion). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.